Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary total hip replacement (exeter/trident) completed. Primary revised due to stability. Liner exchanged from trident 36d 0dg liner to trident 22.2d constrained liner using 22.2mm constrained impactor. During the revision case, part of the constrained liner impactor flange broke. Following the case, an replacement was lodged to replace the instrument. Later theatre staff emailed a booking request for "debridement of seroma, exeter dair backup" for the aforementioned patient. The seroma debridement proceeded. Theatre staff alerted stryker personnel that during the seroma debridement, a piece of plastic debris was removed from the patients hip, alleged to have arisen from the constrained liner impactor used and broken during the previous case . This is for the "debridement of seroma".